Event description:
Kimberly-clark received a report stating, "sutures broke when patient came back were not even in stomach." No patient injury or medical intervention required. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that product met manufacturing specifications. The device was not returned to kimberly-clark , therefore an analysis could not be performed and we are unable to determine the root cause for the reported incident. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.